Manufacturer narrative:
The initial failure description was as follows: "when the system (ECMO) used in pediatric patients (low blood flow), the unit has measured the blood flow is not stable. The rotation speed of the pump is constant but the flow value changes constantly with a large difference. We exchanged with new rotaflow drive from other unit, the flow value is stable, almost the value of the flow unchanged." The rotaflow drive in question was sent to the manufacturer em-tec in germany with RMA#38404. According to the em-tec service report #rma219-10179 (dated on 2019-08-02) the device was not able to meet its specification. The reported failure was reproducible and could be confirmed. The most probable root cause was wrong assembly. All further corrective actions will be handled in emtec capa2019-052 (capa2019-046) the faulty connector was replaced by the manufacturer emtec. Rotaflow drive passed all tests. According to the maquet service order #: (B)(4) (dated on 2019-08-08). The rotaflow drive was tested after repair by emtec according to the current valid service protocol. This complaint is in scope of the currently ongoing (B)(4). The complaint was opened on 2019-05-24. At this time the mentioned fsca does not exist. The fsca was created in november 2019. It can be determined that on the affected rotaflow drive with the serial#: (B)(6) the cable which is mentioned in the fsca was replaced and tested. Due to the initial failure description the device was being used for treatment and was directly involved in the incident. The occurence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint onetrack#: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Device not returned.

Event description:
It was reported that the customer stated that during use (ECMO) on a pediatric patient the unit has measured the blood flow was not stable. The rpm was constant but the blood flow value was fluctuating with a large difference. This behavior can lead to a pump stop. No harm or serious injury to the patient was reported. Risk ID: (B)(4). Complaint onetrack#(B)(4).